Event description:
This is report 1 of 1 for this event.

Event description:
It was reported that on (B)(6) 2011, synthes installed approximately 75 new sets into the hospital, 5 of which were small fragment sets. After only 2 months, the instrument room noticed that two of the 40 instruments in each of the new small fragment sets were rusting where the part and lot numbers are etched on the instruments. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The date has been removed, the date of event is unknown. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and there were slight reddish spots around the marking of the screwdrivers. The exact cause of this occurrence could not be determined. These devices may not have been stored in a dry and contact-less condition, which can lead to corrosion of stainless steel. This complaint is indeterminate from a manufacturing point.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This report is for 5 small hex screwdriver shaft instruments for the same lot.